Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became stuck in the lesion. The lesion was located in the severely calcified and tortuous proximal to mid left anterior descending (lad). Inflation with a 2.5x15mm non-bsc balloon catheter was performed several times. The atlantis sr pro2 imaging catheter was inserted and became trapped. The imaging catheter was pushed/pulled but was unable to move. A 1.0mm non-bsc balloon catheter was advanced near the exit port of the imaging catheter and pushed then the imaging catheter was successfully removed. The procedure was completed with another same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).